Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced skin overgrowth at the implant site in (B)(6) 2008. On (B)(6) 2008 the patient underwent a skin flap revision. Subsequently, on (B)(6) 2008 the site was cauterized due to granulation tissue. On (B)(6) 2009 the patient experienced hypertrophic scars and pain at the abutment site. Subsequently, a longer abutment was placed. The symptoms reportedly resolved. However, on (B)(6) 2013 the patient experienced blood blisters at the abutment site and subsequently, on (B)(6) 2015 the abutment was replaced once again.